Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.

Manufacturer narrative:
The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. Inspection of the linkage assembly before opening found that it was not in its fully retracted position, causing the hard cannula to not retract fully. Upon opening of the device, the linkage assembly moved to its fully retracted position. Investigation of the inside of the top housing found score marks in the plastic, indicating an improper alignment between the linkage assembly and the top housing. The needle mechanism was reset back to its not deployed position. Rotation of the ratchet gear caused the pod and retract normally. No other damages were observed to the needle mechanism that would cause it to not retract. The hard cannula was observed to be bent. It could not be determined when this damage occurred as the pod was received with the formed needle exposed. The exact cause of the damage could not be determined. It could not conclusively determined if this damage contributed to the reported event. The soft cannula measured out of specification at 1.057 inches. When this damage occurred could not be determined. The exact cause of this damage could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.